Manufacturer narrative:
H10: additional information. Updated b5.

Event description:
It was reported that, during a tonsillectomy procedure, upon opening the evac 70 xtra hp coblation wand packaging an odd smell was noticed, then, about 5 minutes into use started sparking at the tip, then smoking excessively, it started to smell like burning rubber. No delay was reported, and the procedure was completed with a change in the surgical technique, using a bovie. No further complications were reported.

Event description:
It was reported that, during a tonsillectomy procedure, the evac 70 xtra hp coblation wand start sparking at the tip, then smoking excessively, it started to smell like burning rubber. Another two (2) devices were opened, and the same issue happened. A total of three (3) devices from the same lot number with the same issue. No delay or further complications were reported. The procedure was completed with a change in the surgical technique: it was finished with a bovie.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The reported device was received for evaluation. Visual inspection observed thirteen devices, one opened and twelve unopened/sealed, were returned. The returned open instrument shows no manufacturing abnormalities. The electrode has been used. Bio debris is present. The wand is bent from use. The open product was out of the original packaging. The twelve unopened devices were in original packaging with the batch number of the complaint on the labels. A functional evaluation showed the opened device was tested and plugged into the controller and registered settings (7,3). The wand produced plasma and coagulation as expected. There were no sparks, arching, or smoking observed during functional testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.